Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qkmhlk /pdp777z, and no non-conformances related to the reported complaint condition were identified. The following information was requested but unavailable: procedure date? How was procedure completed? The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on an unknown date and suture was used. During interrupted suturing, the suture was detached from the needle before applying force. It was a control release needle. There were no adverse consequences to the patient.